Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). It was reported that the patient encountered a screen (B)(6); ¿settings not available¿ error on the patient programmer. The patient reported that they stopped feeling stimulation suddenly and that the therapy stopped helping with their symptoms. The patient was going to the bathroom every 2 hours. The patient increased the stimulation to 10 or 11v and still could not feel stimulation.